Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump experienced keypad issues and alarmed button error. The customer stated the numbers were ramping when attempting to bolus in the bolus wizard. The customer removed the battery, reinserted the battery and the numbers were ramping again. The customer's blood glucose was 258 mg/dl. The customer treated the blood glucose with a bolus. While troubleshooting, the customer explained that she was working out recently and had sweated. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or display anomaly was noted. The insulin pump was received with a cracked case at a display window corner and a cracked reservoir tube lip.